Manufacturer narrative:
Sinformation references the main component of the system and other applicable components are: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 29-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the extension was inadvertently cut by a resident during routine ins replacement. Impedances were normal prior to the ins replacement and patient was doing well with their therapy. Once the extension was damaged, the doctor explanted the old extension, re implanted a new extension and the issue was resolved. Impedances were in normal range after interrogation. No external or patient factors that may have led /contributed to the issue were reported. It was noted that no diagnostics were necessary as the extension was completely cut. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.